Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the aortoiliac/femoral artery using an indigo system aspiration catheter 12 (cat12). During the procedure, while loosening the rotating hemostasis valve (rhv), the backend of the rhv came apart. The physician was then able to reassemble the rhv; however, after advancing the indigo system separator 12 (sep12) in and out of the rhv a couple of times, the rhv started leaking. Therefore, the rhv was removed. The procedure was completed using a new rhv, the same cat12, and the same sep12. There was no report of an adverse effect to the patient.